Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor with pump that required ability to charge. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was walked through complete pump reset steps, successfully reset pump without recurrence of cgm error, and then successfully started new sensor session.